Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
During the pleura biopsy procedure, the interventional doctor pricks the little finger of his right hand when the needle is disassembled during the procedure, causing a biological accident."

Manufacturer narrative:
UDI related data quality updates only corrected information provided in d.4.